Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl with moderate ketones and it was address with a manual injection. Reportedly, the customer need the temporary basal rate adjusted due to the elevated bg level. Tandem's technical support assisted the customer in adjusting the setting.